Event description:
It was reported that the video system center displayed a poor image. The issue occurred during preparation for an unspecified procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the poor quality issue was unable to be reproduced. Based on the results of the investigation, a definitive root cause could not be determined since no defects were found during evaluation. Olympus will continue to monitor field performance for this device.